Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use, while the hp was connected, during dwell two of five. The hp checked the lines and bag and found that the supply bag was leaking. The hp closed all the clamps and cycled power. The baxter technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient stated that they were not sure if the connector at the leaking bag was loose. The system error 2240 alarm was determined to have occurred due to the leaking bag; however, the cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.